Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer is having issues with the boluses stopped prior to completion. The caller stated that the insulin pump displays a message as suspended. Then the customer's mother called and stated that the insulin pump suspends during a bolus inexplicably. The caller stated that there is no history of no delivery alarms, and the auto off feature is set to dashes. The mother stated that she is sure that nobody is pressing the act button three times. Advised the customer that the insulin pump will be replaced. No further info was provided.